Manufacturer narrative:
Corrected b5 text.

Event description:
Additional information indicates that lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced on (B)(6) 2025.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing revealed high impedance. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6853912.